Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using the gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The proximal end of the device was deployed with no issue. Following cannulation of the contralateral gate with a guidewire the ipsilateral leg was deployed without the contralateral sheath inserted into the gate. It was reported that during the deployment the second deployment line broke and the ipsilateral leg did not fully expand, leaving about distal 1.5-2cm portion undeployed. The physician forcibly retracted the delivery catheter from the patient and this enabled the ipsilateral leg to fully deploy. The procedure continued with no other reported issues. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The device evaluation showed the following: a visual inspection of the returned delivery catheter was conducted and no anomalies were noted. Inspection of the second deployment knob/line was not possible.the root cause for the second deployment line break could not be determined with the currently available information.(B)(4)